Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the bending section rubber glue was lifted. The root cause could not be identified. According to the investigation, reasonably known information suggested that the probable causes of the reported failure were due to physical damage and mechanical shock problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the subject device's working port dislodged from the unit. There were no reports of patient involvement.